Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during investigation, multiple cracks in the battery compartment were observed. Evaluation also revealed that the battery cap threads were stripped and the cap was unable to secure to the pump. Unrelated to these issues, investigation revealed that the keypad was peeling off and the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed there were multiple cracks in the battery compartment. Evaluation also revealed that the battery cap threads were stripped and the cap was unable to secure to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/09/2016.